Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the site declined removal of cassette for a high-pressure alarm. The site wanted to attempt the troubleshooting. The site denied any tubing kinks or closed clamps, and the pump was off. The site instructed the patient to clamp the tubing. Cassette was removed and tapped on hard surface. Cassette was reattached, and pump turned on and tubing unclamped. Pump restarted but alarm returned. Batteries were removed and tubing clamped. Rate was 2.5, resolution volume was 59.4, and given volume was 180.65. Patient had a peripherally inserted central catheter (PICC). This event occurred at the hospital and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.